Manufacturer narrative:
The customer inspected the instrument and replaced the arc, probe which resolved the issue. No additional discrepant result issues have been reported since the probe was cleaned. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify any trends associated with the complaint issue. A review of tracking and trending for the arc, probe did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe was identified.

Event description:
The customer observed false reactive architect hiv ag/ab results for multiple samples. The customer suspects this is a carryover issue as this is occurring after a sample with a high rlu. The samples were sent for immunoblot and generated negative results. No impact to patient management was reported.